Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2011; 4524 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported the device and leads were removed due to infection with vegetation on the leads. A new device and leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The segment measured 42.5 cm. No anomalies were found. The outer insulation of the lead was extrinsically cut but not breached. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.